Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under the up arrow keypad button and contrast button contacts. Evaluation also revealed that the display was dim, faded and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to have a hole next to the up arrow button, exposing the button contact. All of the keypad buttons responded properly. The keypad was removed and evidence of contamination was found under the up arrow and contrast button contacts. Evaluation also revealed that the display was dim, faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).